Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges infection, dislocation, muscle damage and anemia. After the review of medical records for MDR reportability, patient was revised to address dislocation, status post complex right revision. Revision notes reported of anterior dislocation. Clinical notes reported of staph infection and purulent drainage. It was also reported that the patient has a right femoral fracture due to an accident but this will not be coded since it was not due to depuy product. . Doi: (B)(6) 2010; dor: (B)(6) 2010; right hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. E3 initial reporter occupation: lawyer .

Manufacturer narrative:
UDI: (B)(4).